Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 333 (mg/dl). A bolus was administered to treat elevated bg levels. Reportedly, customer is working with their health care provider to adjust pump settings. System check with tandem technical support indicated the pump performed as expected. The customer's bg levels stabilized to 137 (mg/dl) at the time the event was reported.